Manufacturer narrative:
Upon clarification from customer, one (1) transfer set was leaking. The remaining fourteen (14) samples were companions samples. The actual device and companion samples were not available; however, a video of the actual sample was provided for evaluation. A visual inspection of the video identified a leak occurring internally from the dark blue connector and the tubing; the light blue section is not a component of the fluid path. The video depicts the use of a syringe in order to demonstrate the leak. The user appears to improperly pressurized the set using the syringe with the clamp in the closed position likely causing the fluid leak past the internal tubing connection. The internal tubing connection is a friction fit (silicone tubing mated to connector, not solvent bonded) and is not designed to withstand the functional use that is depicted in the video. Given the demonstrated leak and how forcibly the droplets were being formed, it appears the force being applied to the syringe was exceeding the intended use for this set. However, the video does not show enough of the internal set components or the actual internal pressure being applied by the nurse. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) peritoneal dialysis (pd) transfer set were leaking. The leaks were further described as ¿leaking minilines and leaking between the dark blue (female connector) and light blue (main body) sections¿. This occurred during unspecified process steps of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.